Manufacturer narrative:
(B)(4).

Event description:
The consumer reported his left leg was hurting him and he wanted to meet with a manufacturer's representative (rep) to jack it up. The pain hurt so bad the patient could not sleep. It was noted the pain was constant day and night. This occurred suddenly. They had no idea what may have caused the event. The patient saw the healthcare provider (hcp) the day prior to the report and the hcp requested the patient call the rep. Later, the patient called back and repeated the complaint about the pain in his left leg and that he needed his stimulator adjusted again. The rep later reported it had been scheduled for her to meet with the patient to adjust the stimulation. Relevant medical history included spinal pain. No interventions or outcome were reported regarding this event. Further follow-up is being conducted to obtain this information. If additional information is received, a follow-up report will be sent.